Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that a three-way stopcock was attached to the cv line, and a single q-site was attached to the side pipe, through which norepinephrine was administered. Suddenly, a leak was detected at the connection between the q-site and the three-way stopcock. When did the incident occur? During use. Death: no. Serious injury: no. Erroneous results: no. Course of treatment changed due to event: no. Safety issue: no.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Three photographs, one q-syte connector and one 3-way stopcock were provided for investigation. A functional test of the returned sample revealed a leak from the q-syte connector. A column tear was identified in the septum. A column tear can be attributable to either manufacturing damage or damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.